Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient saw screen 61. The patient reported he could not get the controller to turn on and the screen was currently blank. The patient noticed this over the weekend. The patient said up until 10 minutes ago he felt stimulation, but the stimulator shut off and he could not get the stimulator to turn back on. The patient plugged the controller into the wall charger and the controller screen came up with ¿memory problem. Data has been lost. Repeat set up process.¿ the patient repeated the set-up process, and this resolved the memory issue. The patient¿s controller level was too low to charge the ins, so the patient needed to charge up the controller first. The patient said the controller showed that the ins battery was depleted and was telling him to charge the ins. The patient was going to charge the controller so that he could charge the ins. It was reviewed the patient could call for assistance if needed that the ins needs to be charged >15% to turn stimulation back on. No further complications were reported/anticipated.